Manufacturer narrative:
Findings: pump received with blank display due to battery cap missing the metal contact. Installed a test battery cap and continued testing. Pump received with missing retainer and missing reservoir tube o-ring. Pump passed the rewind test, prime/seating test, basic occlusion test, force sensor test, self test, sleep current measurement, and active current measurement however, unable to perform the displacement test and occlusion test due to missing retainer. Pump also received with scratched case, cracked select button keypad overlay, keypad overlay texture damage, pillowing keypad overlay, and minor scratched lcd window. No crack behind the pump on the battery compartment or reservoir tube noted during physical inspection. (B)(4).

Event description:
It was reported that their insulin pump was damaged. The customer¿s blood glucose level was 9.2mmol/ l at the time of the incident. The patient also had blood glucose of 9.1 mmol/ l previously. The customer reported that the pump's battery cap has not contact, pump has crack at the back and also on top of reservoir compartment. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.